Event description:
(B) (6) writes in his e-mail that ages received a report from the hospital (B) (4) regarding "system hipstar/cementless" about a aseptical stem loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.